Event description:
A healthcare facility in michigan reported, via a fisher & paykel healthcare (f&p) field representative, that the tubing of an ojr414 optiflow junior 2 nasal cannula had "disconnected from the connector" after 4 days of use. There was no patient consequence.

Manufacturer narrative:
Ps338479. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint device was received at fisher & paykel healthcare (f&p) in new zealand for evaluation where it was visually inspected. Results: visual inspection of the complaint cannula revealed that the left side of the tube was detached from the cannula. Glue residue was observed on the surface of the detached tube. The right side of the tube was also found stretched next to the cannula. Conclusion: the observed damage was most likely caused by the tubing being pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, a tube tensile strength test is carried out and if the tube breaks before the load of 10 newtons is reached the entire batch is scrapped. Samples are also taken from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. - do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm).

Manufacturer narrative:
(B)(4). The complaint ojr414 optiflow junior cannula is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(4) reported, via a fisher & paykel healthcare (f&p) field representative, that the tubing of an ojr414 optiflow junior 2 nasal cannula had "disconnected from the connector" during use. There was no patient consequence.